Event description:
It was reported that the compressor water trap was leaking. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The compressor was investigated on-site by our field service engineer. The compressor was connected to a ventilator during the event. The water trap (air filter) between the ventilator and the compressor was found to be defective, and was replaced. Function checks were performed with successful results on both the compressor and the ventilator after the replacement, and the compressor was returned to service. The defective water trap (air filter) was not returned for investigation, but a picture was taken. The ventilator logs were downloaded. Visual inspection of the picture confirmed that the water trap (air filter) was broken. There were loose plastic parts visible inside the water trap (air filter). Evaluation of the ventilator logs showed that alarms that indicated a leaking water trap (air filter) had been generated. Information as to how the crack occurred was not received. The cause for the crack was not determined.